Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found the sensor cannula retracted inside of the sensor base with no broken or missing parts observed during our analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that the enlite sensor was punctured, the needle hub was released and it was found that there was not electrode. The x-ray image showed that there was no metal part of the sensor under the skin. The customer will return the sensor for analysis.